Manufacturer narrative:
An event regarding  dislocation involving an unknown head was reported. The event was confirmed through review of the provided medical records and x-rays by a clinical consultant.    Method & results:  device evaluation and results: not performed as product was not returned.  Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: regarding the referenced pis, this case represents a female patient whose date of birth is (B)(6) 1943, and who is described as 63-inches tall, weighing 141 pounds. On (B)(6) 1998 (approximate date) a primary left total hip arthroplasty was performed for which no operative report is available. On (B)(6) 2017 a revision left total hip arthroplasty (constrained liner) was performed for a diagnosis of ¿chronic dislocation left tha¿. The operative report describes spinal anesthesia and the use of the previous posterolateral approach. The operative report notes, ¿ over last year three dislocations feels unstable bone scan negative there are shards of polyethylene trough has developed two o¿clock position changed to a 22/plus-10 head with a constrained liner.¿ uncomplicated surgery was described and the patient was discharged on (B)(6) 2017. On (B)(6) 2017 the patient was seen in the office where the dressing was changed and ¿clear, yellow serous fluid drainage¿ was noted. On (B)(6) 2017 it was noted, ¿incision clean, dry and intact. Staples removed. Return four weeks.¿ she returned on (B)(6) 2017 and the office note states, ¿doing very well x-ray excellent repair activities as tolerated. No operative report of the primary left total hip arthroplasty, if it occurred in 1986, or the revision surgery, if it occurred in 1998, is available. There is no examination of explanted components, including the locking ring fragments. The 22/plus-10 collared head used with a constrained liner increased the likelihood of impingement of the plus-10 collar on the locking ring at the extremes of motion resulting in an inevitable fatigue fracture of the ring. Examination of the ring fracture surfaces would confirm this mechanism and rule out factors associated with implant manufacturing or materials as having contributed to this clinical event. Device history review: could not be performed as lot code information was not provided.  -complaint history review: could not be performed as lot code information was not provided. Conclusion:  as per the medical review 'no operative report of the primary left total hip arthroplasty, if it occurred in 1986, or the revision surgery, if it occurred in 1998, is available' therefore, the exact cause of the event could not be determined because insufficient information was provided.  Additional information including primary & revision operative reports and examination of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The patient underwent revision for unknown reasons. Update 08/august/2019: patient's daughter supplied an implant report, operative reports, exam and clinic notes, and x- rays with x-ray reports. A 54mm stryker liner and 28mm stryker femoral head were revised. Operative report notes: "woman with a 19 year history of left total hip arthroplasty...over the last year she has had 3 separate dislocations of her left hip. She feels unstable...upon entrance into the hip, the tissues all look normal. There are shards of polyethylene...the [liner] shows a trough that has developed at about the 2 o'clock position..." An x-ray report states "remote bilateral obturator ring fractures noted". Patient was revised to a 54mm constrained liner with a 22 +10 c-taper lfit head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient underwent a revision surgery.